Event description:
It was reported that the patient's vns frequency, on time and off time were reduced. It was reported that the patient has an ent procedure scheduled to remove enlarged adenoids as well as a bronchoscopy to visualize the airway. No further relevant information has been received to date.

Event description:
It was reported that the patient experienced central sleep apnea. The patient was referred to a respirologist and a sleep study was arranged. The physician indicated the patient accompanied at home pulse oximetry overnight. It was reported that the patient had desaturation occurring every five minutes with vns off time programmed to five minutes. The physician adjusted the patient's off time and continued the oximetry. It was reported that the patient had large adenoids. No further relevant information has been received to date.